Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior colporrhaphy due to pop and sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. No additional information was provided.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2015 by dr.(B)(6). Due to exposed vaginal mesh and stress urinary incontinence.